Event description:
Related manufacturer reference number: 2182269-2024-00009. It was reported that during a procedure a message was received stating the electrode has been changed. As such, the treatment was stopped, and the patient was changed to medication treatment. Reportedly, there were no adverse consequence to the patient. A replacement adapter and same needle were used but the issue persisted. However, when troubleshooting with a representative¿s adapter cable, the issue was resolved.

Manufacturer narrative:
E1: reporter phone number:(B)(6).

Manufacturer narrative:
The reported connection issue was confirmed. An error message was noted on the generator when a simulated lesion test was attempted with the returned cable. The cable was dissected, and the constantan wire was found fractured just proximal to the distal connector, consistent with the reported connection issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured constantan wire remains unknown.